Event description:
The customer reported a blue fluid leak of approximately 6ml near the blood sampling valve (bsv) on a coulter lh 780 hematology analyzer during maintenance. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak and powered off the instrument until it could be evaluated by service. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/23/2015. The fse found a leak in the probe wipe rinse trough during shutdown. The leak was caused by a partial plug in the probe wipe waste pathway between the rinse trough and complete blood count (cbc) waste chamber. The fse bleached the pathway to clear the clog. The instrument ran without leaks after verification. The repairs were verified per established service procedures. (B)(4).